Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6)2010, inratio: 4.1, 4.7, lab: 3.1, 3.2. Tech support advised caller that first drop of blood should be used and results monitored.